Event description:
It was reported that this right ventricular (rv) lead exhibited unipolar safety switch and noisy signals with any movement bipolar and unipolar pacing due to insulation damage in the clavicular area which was confirmed via x ray. The physician used the same stick with the involved right atrial lead at initial implant. This rv lead was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.